Event description:
The red lumen of the hickman was flush with a 10ml syringe of normal saline and about 2ml of flush leaked out onto the patient's shirt. When inspecting the line a puncture/hole was located in the line.